Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.attempts were made to obtain additional information, but no further details could be provided.

Event description:
It was reported that the device became stuck on brochus tissue and they were unable to get device to release. An alternate method to release the instrument was used.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.